Manufacturer narrative:
(B)(4).

Event description:
Right sfa was treated with 2 admiral xtreme pta balloon catheters and 1 pacific pta balloon catheter. Approximately 17 months later the right sfa, popliteal and ata were treated with 2 x powercross pta balloon catheters, 1 x amphiprion pta balloon catheter, 1 x pacific pta balloon catheter, 1 x cromis stent and 1 x protegestent and non medtronic pta. Approximately 6 weeks later the patient suffered right sfa stenosis which was treated approximately 6 weeks later with non-medtronic pta and stenting. Outcome is resolved.